Event description:
Customer reported "disposable set tubing (model number 2426-0500) was infusing at a rate of 10cc/hr. The nurse heard 'water' hitting the floor and observed the patient IV medication pouring out of the bottom of the pump." Bivalrudin, 250mg in 250cc normal saline infusing at a rate of 10cc/hr. The pump was stopped, set was clamped and inspected. "A leak was noted towards the top of the 'flexible' part inside the machine." Tubing and IV bag were changed and pump was restarted without further problems. No patient harm; no medical intervention reported. Set requested. If set received, a follow up report will be submitted.

Manufacturer narrative:
(B) (4). (B) (4). Patient information requested.